Event description:
Medtronic received information that damage (physical or cosmetic), no delivery/occlusion alarm - unknown timing occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Customer complained the pump alarmed no delivery alarm during unknown timing and cosmetic damage located at the battery compartment and was found on 13 november 2021 unit was received with battery cap and found missing battery cap contact. Unit passed the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected insulin flow blocked alarms noted during testing, and p-cap locks properly into the reservoir compartment, however, it was noted as damaged due to cracked retainer. Unit successfully downloaded to thus. Pump was cut to perform visual inspection and found evidence of moisture damage on the pcb 2 and force sensor. Confirmed pump alarmed insulin flow blocked alarm on (B)(6)2021: 23:01 bolus, 23:01 basal and (B)(6) 2021 01:07 bolus, 01:07 basal, 01:35 basal, 01:51 basal, 2:01 basal, 02:36 basal, 02:38 basal, 02:43 basal, 09:09 bolus, 12:09 basal, 12:07 basal, 12:19 bolus, 12:22 bolus, 12:28 basal, 12:32 basal in pump downloaded history. Pump error 53 ((B)(4)) occurred on ( (B)(6) 2021 01:08) in history files. The following were noted during visual inspection: battery tube threads cracked, cracked case, scratched case, stained keypad overlay, cracked case (battery tube), pillowing keypad overlay, cracked retainer, stained serial label, keypad overlay texture damage., battery cap contact missing. No unexpected insulin flow blocked alarms noted during testing. No delivery alarm during unknown timing is not confirmed. Cosmetic damage is confirmed at the battery compartment. Pump error 53 is confirmed due to software anomaly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.